Manufacturer narrative:
(B)(4).

Event description:
It was reported that a presyncopal patient with muscle stimulation presented to the emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation. After device software download, normal fucntion resumed.